Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, while being applied on the rectum, when trying to resect the rectum, the surgeon approached to the tissue, put the tissue inside the jaws, closed the jaws, pressed the green button, manually set in slow mode, and when trying to perform firing, the clamp cover advanced about 5mm, and the firing stopped. When checking the monitor, the excessive force indicator displayed. Just to be safe, the surgeon waited for about 30 seconds then tried to fire again, but the firing was unable to be performed. It was reported that during setup, it was checked and worked normally. A new cartridge was loaded immediately and the operation continued. The surgical time was extended by less than 30 minutes. There was no patient injury.